Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 102mg/dl. Troubleshooting was performed. The customer stated that an alarm occurred while the buttons were not responding. Instructed the caller to remove the battery for five minutes and to insert a new battery, but the frozen display continued with no advancement of the time. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump had no button response due to unlocked keypad flex connector on lcd board. The keypad flex connector was locked into lcd board. The pump responded properly to button presses and the time advanced properly. No frozen screen noted. The insulin pump had a scratched display window, cracked case at display window corner and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.